Event description:
Per the clinic, the patient underwent a revision surgery (date not reported) due to wound dehiscence developed in 2018 (specific date not reported). Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on april 25, 2022.

Manufacturer narrative:
Per the clinic, the patient also experienced an infection which was treated with IV antibiotics. This report is submitted on 29 sep 2022.